Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) earlier than expected. It was also noted that both the right atrial (ra) lead and right ventricular (rv) leads exhibited oversensing. The leads remain in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.